Event description:
Sorin group (B)(4) received a report that during the procedure, the clinician noted a leak from the oxygenator. Blood loss was 100 cc. Bank blood was given to compensate for the blood loss. There was no report of pt injury due to the incident.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d902 lilliput pediatric oxygenator. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the procedure, the clinician noted a leak from the oxygenator. Blood loss was 100 cc. Bank blood was given to compensate for the blood loss. There was no report of pt injury due to the incident. To date, the unit has not been returned for eval. The investigation is on-going. A f/u report will be filed when the investigation is complete. Add'l device names: d920 ph.i.s.i.o reservoir; dideco d736 ph.i.s.i.o filter.